Event description:
The customer reported that approximately two hours into a pt's hemodialysis treatment on a phoenix machine, serial number (B)(4), software version 3.34, the pt's venous needle became dislodge from her right upper arm (rua) fistula. The nurse caring for the pt noticed a "large pool of blood on the floor" but the pt never became unresponsive. The pt was transferred to the ICU and was transfused with two units of packed red blood cells (prbcs) related to a drop in the menatocrit (hct) and profound hypotension. The pt was on a continuous heparin drip at 1100 units per hour. The nurse stated that there was a "venous pressure-minimum 155" alarm that she muted and then overrode prior to noticing the blood on the floor.

Manufacturer narrative:
Gambro has not received any information to indicate that there was a problem with the phoenix machine. We requested, but were not given permission to have the device inspected by a gambro technical service (gts) representative. The phoenix operator's manual (revision a, software revision 3.34, dated on february, 2005) states two warnings regarding the potential dangers of and the importance of proper monitoring by the clinician to prevent the likelihood of needle dislodgement.